Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found power on reset events. The battery compartment was cracked from the threads to the base seal. The threads of the battery cap were stripped and unable to attach to the pump properly and the pump did not power up using the returned battery cap. The reported power issue was verified in the black box and duplicated in the investigation. Using a test battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. A leak test showed a leak where the crack was located. The pump casing was opened and no internal moisture damages were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue and that the battery compartment was cracked. The reporter stated that the battery cap was undamaged but was unable to tighten properly onto the pump. No evidence of moisture corrosion was noted by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.